Event description:
Patient with total knee replacement has allergic reaction to metal or implants. The doctors want to know what metals are in the implants so they can do test.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat # 5532-g-411 lot # mlhml8 description: triathlon ps x3 tibial insert,cat # 5515-f-402 lot # fpel description: triathlon ps fem component, cemented , cat # 61971001 lot # tbt015 description: simplex tobramycin 1 pk, at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4): remains implanted.

Manufacturer narrative:
An event regarding an allergic reaction involving a triathlon baseplate component was reported. The event was not confirmed. Device evaluation not performed as no device was returned for review. Medical records not evaluated as non were provided. Device history review indicates that all devices were accepted into final stock and conformed to specification. There have been no previous similar reported events for this lot ID. Additional allergic and dermatologic workup by the attending surgeon is required to further evaluate this case with material composition for the implants that has been provided. With the information provided, it is believed the reported event is not manufacturing related. No further investigation for this event is possible at this time, further information is needed to identify root cause.

Event description:
Patient with total knee replacement has allergic reaction to metal or implants. The doctors want to know what metals are in the implants so they can do test.